Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Event description:
Boston scientific received information that the battery measurements of this device showed < .5 years remaining. A revision was scheduled and when checking the device on the day of explant it was noted that 1.5 years was remaining for the device. An inquiry was made to boston scientific technical services (ts). Ts discussed the possible root cause for the noted observations and noted to replace the device after elective replacement time (ert) is declared. Additional information provided noted that this device was explanted and returned. No adverse patient effects were reported.